Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of an aviator balloon catheter to the tortuous renal artery, it was reported that after deflation of the balloon the physician was unable to remove to balloon from the vista brite guide catheter. Several attempts were made and negative pressure was reapplied to the balloon and removal was unsuccessful. The physician was forced to remove the wire, intact balloon and guide. A new guide was opened and placed. With great difficulty he was able to cross a non-cordis renal stent that had just been placed and the procedure was completed. There was no difficulty removing the product from the hoop or difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The balloon catheter and the guide wire prepped normally. The femoral approach was unsuccessful and a radial artery approach was successful. The aviator balloon was inserted through the guide over the 0.14 guidewire. The balloon was to be used to post dilate a renal stent. Two inflations to 10 atmospheres (atm) were performed to successfully dilate the stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown the contrast media used or the contrast to saline ratio. It was noted that the balloon shaft was cut with a scalpel in an effort to remove the salvage copilot system in use but because of the braid in the shaft it was unsuccessful in this attempt. The guide will be returned with the balloon still inside.

Manufacturer narrative:
Complaint conclusion: during the use of an aviator balloon catheter (bc) to the tortuous renal artery, it was reported that after deflation of the balloon the physician was unable to remove to balloon from the vista brite guide catheter (gc). Several attempts were made and negative pressure was reapplied to the balloon and removal was unsuccessful. The physician was forced to remove the wire, intact balloon and guide. A new guide was opened and placed. With great difficulty he was able to cross a non-cordis renal stent that had just been placed and the procedure was completed. There was no difficulty removing the product from the hoop or difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The balloon catheter and the guide wire prepped normally. The femoral approach was unsuccessful and a radial artery approach was successful. The aviator balloon was inserted through the guide over the 0.014¿ guidewire. The balloon was to be used to post dilate a renal stent. Two inflations to 10 atmospheres (atm) were performed to successfully dilate the stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown the contrast media used or the contrast to saline ratio. It was noted that the balloon shaft was cut with a scalpel in an effort to remove the salvage copilot system in use but because of the braid in the shaft it was unsuccessful in this attempt. The products were returned for analysis. 1-1003591089 one non-sterile unit of aviator plus .014¿ 6.0x15 142cm bc was returned coiled and inserted through the guiding catheter. Per visual analysis the balloon was previously inflated and deflated. No other anomalies were observed. Per functional analysis negative pressure was applied to the balloon catheter and it was successfully withdrawn from the guiding catheter with no resistance or friction felt. Then the guiding catheter was flushed and the balloon catheter was inserted into and withdrawn from the guiding catheter with no resistance or friction felt. A device history record (DHR) review of lot 16028253 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system withdrawal difficulty-through guide/sheath¿ and ¿catheter (body/shaft) obstructed-in patient: particles cannot be injected (peripheral)¿ was not confirmed by analysis of the returned device as functional and dimensional analysis was performed successfully. The exact cause of the reported event could not be confirmed. Procedural or handling factors may have contributed to the event as evidenced by the presence of a kink in the gc body/shaft. The device performed as intended and therefore the reported event, the analysis and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.